Event description:
During preventive maintenance by a service technician this bio-console instrument's hardware upgrade was performed. In conjunction with the replacement of the 560a motor,service technician replaced m021374c001 assy system controller module -006 and m936504a003 assy 561 bitsy xb 2u02011. After the installation was completed, the power-on test found that the positive and negative 15v voltage converters on system controller module , m/p module and u30u14 on the flow module pcb were burnt out and the power-on test found that the ui image was offset.the error code 43 was displayed. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician by a service technician this bio-console instrument's hardware upgrade was performed. In conjunction with the replacement of the 560a motor, service technician replaced assy system controller module and assy 561 bitsy xb 2u02011. After the installation was completed, the power-on test found that the positive and negative 15v voltage converters on system controller module , m/p module and u30u14 on the flow module pcb were burnt out and the power-on test found that the ui image was offset. The error code 43 was displayed. The issue was resolved by replacing the 560 system controller pcb module, m/p module, fs module and bitxy xb ui 2u02011. Preventive maintenance was completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.